Event description:
There have been three recent incidents of cracks occurring in the articulating arms manufactured by mavig used to support power injectors and lead shields. Two of these cracks have resulted in the arm to shear off completely and fall to the ground. The other arm did not fall; although a significant crack in the arm casing has been noted. All mavig arms have since been evaluated and those with defects or cracks have been removed from service entirely.